Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was evaluated at olympus medical systems corp. (Omsc). A resinous blue foreign substance was caught between the cutter storage part and the cutter. After the removal of the resinous blue foreign substance, the cutter could be opened and closed when the broken manipulation wire was moved back and forth. No chipping of the blade or other defects in the cutter part were detected. The manufacturing record was reviewed and found no irregularities. Based on the condition of the device, it can be inferred that the loop was not properly placed on both sides of the loop hunger when the slider was pulled. This might have caused the loop to get caught in the bladeless area, causing the reported event. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The user tried to cut the residual end of the loop which was used to ligate colon polyp with the subject device. The device could not be released from the loop, since the loop got caught between the blades of the device. The user retrieved the loop forcibly together with the polyp from the patient and the intended procedure was completed. No additional treatment was performed. There was no patient injury reported.